Manufacturer narrative:
(B)(4). Device status changed from not returning to returned. The device was returned for analysis. The reported foot detachment was confirmed. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effects are potential adverse events. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. It was reported that suture placement with two proglide devices were achieved in the right common femoral artery (rcfa) using the preclose technique prior to a transcatheter aortic valve replacement (tavr) procedure. The sheath was upsized to 16fr and the tavr procedure was completed. Hemostasis was achieved using the pre-placed sutures from proglide devices. Reportedly, after closing with the proglide sutures, an ultrasound was done and showed an occlusion of the rcfa. A guide wire was attempted to cross the occlusion; however, a dissection of the artery occurred. A cut down was performed and part of the foot of one of the proglide devices was found in the artery, causing the occlusion. The foot plate was removed, the dissection was repaired and the artery was sutured closed. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a puncture closure of an unspecified vessel was attempted using a proglide device after an unspecified procedure. Reportedly, an unknown device failure occurred. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.